Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range right atrial (ra) lead and right ventricular (rv) lead impedance measurements. This caused the device to trigger the safety switch on the leads, meaning the leads were reprogrammed automatically from bipolar to unipolar. The unipolar programming resulted in oversensed noise that lead to pacing inhibition for 5 seconds and subsequent syncopal episode. Both leads were reprogrammed from unipolar to bipolar and atrial sensitivity decreased which resolved the issue. Current impedance measurements are within normal limits. No surgical intervention was performed and the patient was discharged from the hospital.